Manufacturer narrative:
Related manufacturer report numbers # 2916596-2021-04075, 2916596-2021-03905, and 2916596-2021-03918. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted for salmonella bacteremia and splenic abscess was diagnosed during this admission. Infectious disease was consulted and started the patient on ceftriaxone. Due to risk involved with bleeding drainage of splenic abscess with surgery or interventional radiology was also not pursued. Plan was to monitor the splenic abscess with periodic imaging and continue patient on suppressive antibiotic therapy. Abdominal wall abscess from salmonella infection was initially drained by CT surgery followed by debridement by plastic surgery who will follow patient closely. The patient was discharged (B)(6) 2019 and has been on cefixime suppression since (B)(6) 2019.

Event description:
The patient presented with chills and fever and noted that he had been feeling weak recently. An area of erythema and pain (epigastric) was noted while at home and had progressed in size and was more red and tender upon presentation. Computed tomography (CT) noted anterior abdominal wall fat stranding concerning for abdominal wall cellulitis and new splenic collection suspicious for splenic infarction. The patient received one dose of vanco/zosyn. Sepsis and salmonella bacteremia were likely a pump infection. Ceftriaxone was discontinued for drainage from subxiphoid sinus tract and patient was placed on cefixime instead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient expired in MFR# 2916596-2021-00125. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.